Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: as reported by the sales rep, after the deployer shuttled the sealant into the sheath, they would unsheath and pull back to their right hand, but the tamp tube/sealant did not deploy. Since they lost sheath access with no sealant, they deflated the balloon, removed the mynx system, and held pressure. The device was not returned for evaluation. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU), the user should ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore no corrective action will be taken.

Event description:
As reported by the sales rep, after the deployer shuttled the sealant into the sheath, they would unsheath and pull back to their right hand, but the tamp tube/sealant did not deploy. Since they lost sheath access with no sealant, they deflated the balloon, removed the mynx system, and held pressure. The device is not available to be returned for analysis.